Event description:
It was reported that the patient was transplanted. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
A3: patient gender was unknown and not provided. Manufacturer's investigation conclusion. It was reported that the patient received a heart transplant. No device related issues were reported. The customer communicated that no additional information will be provided. The device was not returned for evaluation. The heartmate ii lvas IFU, rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.